Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level of 516 mg/dl. The customer found out she had pneumonia. Her blood glucose level was 555 in the ambulance. The customer was feeling sick the day before. She was wearing her insulin pump at the time of the emergency room visit. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.